Event description:
It was reported that the patient presented for a lead revision procedure. During the procedure, it was discovered that the new left bundle branch pacing (lbbp) lead had dislodged due to the patient¿s anatomy. When the physician removed the lbbp lead from the patient¿s body, it was found that the lead insulation was bent and damaged. The lbbp lead was not used. The physician continued with an alternate lbbp lead and completed the procedure. The patient remained in stable condition.

Manufacturer narrative:
The reported events of material twisted, and insulation damage were confirmed. A complete lead was returned in one piece. Visual inspection found the outer insulation was twisted at the distal region of the lead consistent with procedural damage. The cause of the reported events was consistent with procedural damage.